Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The evaluation confirmed that the jaw from the grasping section was broken off. The broken probe portion measured approximately 14mm in length from the distal end. Additionally, the device failed the probe check and error code u509 was displayed. "The instruction manual warns users "do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone."

Event description:
Olympus was informed that during a therapeutic laparoscopic supracervical hysterectomy with concomitant bilateral salpingectomy the bottom jaw of the device broke off. It was confirmed that no device fragments fell into the patient. The intended procedure was completed with less than 5 minute delay while the physician switched to a second similar device. There was no patient injury reported. Olympus followed up with the user facility to obtain additional information regarding the reported event and was provided limited information.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of probe damage is most likely related to the operator's technique. If additional information or if the device is received at a later time, this report will be supplemented. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."